Manufacturer narrative:
Concomitant medical products: product ID 37791, lot# unknown, product type: recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID neu_recharger_acc, lot# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient was recharging their implantable neurostimulator (ins) and had 8 bars and only a quarter is flashing. It was noted that when they patient used the patient programmer it was showing that the battery was empty. It was further reported that the patient was having difficulty recharging ins because the location is in the stomach and there is a lot of scar tissue. It was further noted that it was a ¿nightmare¿ and it took 30 minutes to get a connection to the ins with the recharger and when the patient would move they would lose the connection. The patient reportedly had a hard time sitting still because of other related health issues like ¿herniated discs, bulging disc, 6 lower back issues, a torn acl, etc.¿ the patient requested a fast recharge. It was then reported that the patient¿s arm and shoulders were hurting the past 2 days prior to the report and the pain had been unbearable. The patient was not sure if it was because of a fall they had last september, or the weather, or if the system was malfunction or the leads were damaged. The patient reportedly thought that the device was not ¿working up to par¿ since they had it replaced in (B)(6) 2013. The patient reportedly had an appointment on the monday following the report. It was also noted that when a manufacturer representative checked the ins everything checked out. The patient reportedly would usually have the stimulation turned up high like a jack hammer so they could get some relief in the shoulders. The patient also reportedly barely had time to recharge because of work and running back and forth to physical therapy. The patient was also reportedly told that the battery would discharge at all times. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Correction: additional review revealed that the following two codes should have been reported. (B)(4).